Event description:
A user facility reported a pt complained of hoarseness and dysphagia following the use of an lma. The pt was hospitalized and steroids, antibiotics, and symptomatic treatments were administered. All the pt's symptoms have resolved.